Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, customer returned pump for an alleged belt clip anomaly, cosmetic damage located at the screen, down below to the menu button and was hospitalized for high bgs and dka found on 17-oct-2022. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged was hospitalized for high bgs and dka found on 31-jan-2023. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged possible under delivery, high bgs and low bgs found on 26-oct-2019. On (B)(4) svn#: (B)(6)- customer returned pump for an alleged possible under delivery, high bgs and low bgs found on 26-oct-2019. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged blank display and failed battery alert/battery failed alarm found on 30-mar-2019. Unable to confirm belt clip anomaly due to pump received without the original belt clip. The pump was received with a deep scratched lcd window, a overlay scratched, a cracked keypad overlay, a missing reservoir tube o-ring and a missing retainer. The pump was received without a battery cap installed. The pump was received without a battery installed. Inserted a test battery and the pump powered up properly. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a missing retainer. The pump was monitored for several hours, and no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/27/2019 to 02/19/2023. There was no data available to verify power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm in the formatted history file for the event date 30-mar-2019. In further full review of the pump history/traces on the event date of 26-oct-2019, there is no unexpected alarms/suspends and found bolus wizard delivery dailytotalofbolusinsulindelivered = 24.3 u. 10/26/2019 06:33:20.000 normalbolusdelivered normalbolusamountprogrammed = 4.2 bolusamountdelivered = 4.2 10/26/2019 11:42:59.000 normalbolusdelivered normalbolusamountprogrammed = 10.3 bolusamountdelivered = 10.3 10/26/2019 18:16:54.000 normalbolusdelivered normalbolusamountprogrammed = 8.1 bolusamountdelivered = 8.1 10/26/2019 20:27:02.000 normalbolusdelivered normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7. Please see below for pump errors/alarms noted 1 week prior to the event date 17-oct-2022 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 10/16/2022 09:25:02.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 10/17/2022 11:21:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery insert battery alarm was recorded and found in the formatted history file on: 10/11/2022 18:41:06.000. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a broken belt clip rails. Unable to confirm belt clip anomaly due to pump received without the original belt clip. Belt clip anomaly was unknown. A missing reservoir tube o-ring and a missing retainer were confirmed. Cosmetic damage was confirmed at the screen and down below to the menu button. Unable to verify customer alleged for high bgs, dka and low bgs. Unable to verify possible under delivery and complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring and a missing retainer. Customer alleged for possible under delivery was unknown. Blank display and failed battery alert/battery failed alarm were not confirmed. During visual inspection, corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis and crack on pump. The blood glucose value at the time of the event was over 400 mg/dl. Diabetic ketoacidosis was treated by overnight stay in hospital and IV drip. Troubleshooting was performed. Customer was using pump within 48 hours prior to event.  It was unknown that the customer will continue the use of the insulin pump or not. Pump will be returned for analysis.